Event description:
During a routine replacement of an automatic implantable cardioverter defibrillator (aicd). An abrasion with insulation rupture was noted on one of the pt's leads. The pt had two model leads. It is not know which lead had the abrasion. The leads were explanted and replaced with a bipolar endocardial tined lead.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.